Event description:
The account alleged that the brakes on the foot end of the stretcher would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the foot end brake caster and adjusted brake casters to resolve the issue.